Event description:
It was reported that the pump displayed the problem once installed, it was air in the system. The patient did not handle by themself and when they call to report it the device was beeping more and more. There was patient involvement and no harm was reported as result of this event.

Manufacturer narrative:
E1 - initial reporter email: (B)(6). B3 - date of event was given unknown, hence captured as first day of ICU aware month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.